Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 30ml inv drug syringe was placed into the syringe pump module, the pump would only recognized the syringe as a 20ml syringe. The syringe was removed and replaced into the syringe pump twice, however there were no issues present when a new syringe pump module was used with the same syringe. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the 30ml inv drug syringe was placed into the syringe pump module, the pump would only recognized the syringe as a 20ml syringe. The syringe was removed and replaced into the syringe pump twice, however there were no issues present when a new syringe pump module was used with the same syringe. There was patient involvement but no harm.